Manufacturer narrative:
Forde, inga c, et al. ¿a potential novel mechanism for vagus nerve stimulator-related central sleep apnea.¿ children, vol. 4, no. 10, ser. 86, 29 sept. 2017. 86.

Event description:
A case study was received which detailed the experience of a vns patient. A year after implant the patient¿s mother noticed that the patient had an altered breathing pattern. The patient did not have any sleep complaints. A sleep study was ordered which showed intermittent activation of the vns during sleep was seen to trigger episodes of tachypnea with consequent post-hyperventilation central apnea. No additional relevant information has been received to date.